Event description:
The info received from the field states that this pt was presented to the interventional lab for insertion of a trapease vena cava filter. The pt was diagnosed with a lower extremity deep vein thrombosis (dvt). The contact stated that the vena cava looked to be of normal size. The left femoral vein was the access sight, the sheath was inserted, followed by the filter. As the filter was being delivered through the sheath there was resistance. It was noted that a filter strut was beginning to protrude out the side of the sheath. The filter could not be advanced any further, or retrieved from the sheath. The physician then pulled the sheath back slightly, cut the sheath distal to the resistance and removed the filter. A wire was placed in the sheath to prevent loss of venous access and a tulip filter was used to complete the procedure. There was no injury to the pt.